Event description:
Customer called to report the pump had a no delivery alarm while priming. The alarm was cleared by pressing the select and activation buttons. Troubleshooting was performed. Device passed the test.